Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss at an unknown location. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Visual analysis identified wear at the folds in the middle and proximal end of each cylinder. One of the cylinders had bucking folds in the middle of it, and a hole was found at the corner of a fold in the middle of the cylinder. In addition, fluid leakage was found at the corner of a fold in the proximal end of the cylinder. During functional testing the second cylinder passed the leak test. On the reservoir, visual analysis identified wear at a fold in the reservoir shell. The kink resistant tubing (krt) of the reservoir was worn due to fatigue which led to fluid leakage. The pump kink resistant tubing (krt) had a hole, and it was worn due to fatigue which led to fluid leakage; however, after removing the damaged tubing, the pump passed functional testing. There were no visual damages or abnormalities observed on the rear tip extender (rte). Based on the information available and analysis results, the hole found in one of the cylinders could have caused or contributed to the reported clinical observation of fluid loss; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss at an unknown location. The device was explanted and replaced. No patient complications were reported.